Event description:
A dialysis clinic reported that during a hemodialysis treatment, the machine lost it power. The staff checked and adjusted the plug and power was restored. After about an hr, the pt complained of nausea and became hypotensive. The pt was given a total of 1500ml of saline and bp was then measured at 109/54. It was also reported that the goal had changed from the original setting from 1600 to 2800. The machine showed that 2600 ml had been removed. The pt's pre wt. Was 47.6 kg, dry wt. Was 46.5 kg. And post wt. Was 46.4 kg. After receiving 1500 ml of saline. Based on the reported change in goal set, pre and post wts. And saline given, there was reportedly an excessive fluid removal of 1.1 kg. There was no serious pt injury.